Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient has elevated levels of chromium and cobalt in her blood after a depuy asr hip implant. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2013 patient contacted depuy as a result of the asr recall to initiate a claim. Dor provided. Medical records were obtained. Medical records indicate patient was revised due to black fluid, grayish and irritable appearing synovium consistent with metal-on-metal failure, debris, black corrosion material on the trunnion and a cyst in the pubic bone. Stem and sleeve were added for corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.